Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint; however, the reported treatment of surgical intervention and removal of foreign body appear to be related to circumstance of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly calcified right coronary artery. A 4x12mm nc trek balloon dilatation catheter (bdc) was advanced without resistance, and the balloon was inflated once to 12 atmospheres. During removal, no resistance was noted, but a portion of the balloon separated. Surgical intervention was performed to retrieve the separated portion, and no portion of the device remains in the patient anatomy. The patient is in good condition. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.